Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Although the batch number was unknown, two possible batch numbers were reported, 0061533843 and 0061519931, and a review of the discrepancy management system database performed for the reported lot numbers did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: user was having difficulty with placement of epidural catheter and noticed the catheter sheared. All parts of catheter were able to be removed from the patient.